Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple cartridge alarm 19s during basal delivery using multiple cartridges. The customer's blood glucose (bg) level was 150 mg/dl. The customer's bg at the time of the report was 68 as the customer was delayed in consuming dinner. Food was consumed to address the low bg.